Event description:
A customer contacted beckman coulter inc. (Bci) regarding the sample probe on the cx1 side was leaking on the synchron cx5 delta chemistry analyzer. No customer exposure was noted for this event.

Manufacturer narrative:
Bci customer technical service (cts) contacted customer and determined that the obstruction detector had failed so a new one was ordered and cts instructed the customer on how to replace it and calibrate it. The customer successfully received and installed the new obstruction detector and calibrated it. The customer ran qc which passed. Instrument performed to specification.